Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device was broken. The target lesion was located in the right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the connection part of the device was broken. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.

Manufacturer narrative:
Device lot number - corrected from 20054935 to 20438526. Device expiration date - corrected from 12/31/2018 to 03/31/2019. Device manufactured date - corrected from 12/28/2016 to 04/01/2017. Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a complete separation at the collar with the polytetrafluoroethylene (ptfe) pulled out from the collar, collar damage, and numerous kinks in the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that the device was broken. The target lesion was located in the right coronary artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the connection part of the device was broken. The procedure was completed with another of the same device. No patient complications reported and patient's status was stable.